Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented after receiving a shock from the cardiac resynchronization therapy defibrillator (crt-d). Upon interrogation it was noted that the shock was inappropriate due to oversensing of noise on the right ventricular (rv) channel. Further review found noise on the ra channel along with farfield and crosstalk sensing. Since the crt-d was implanted lower in the pocket, it was thought that the patient had twiddled the device and dislodged the leads. An x-ray was taken which showed the leads were dislodged and twisted, confirming twiddler's syndrome. A revision procedure was performed where the rv lead was successfully repositioned. When the physician attempted to reposition the ra lead the helix would not re-extend, thus the lead was explanted and replaced. No additional adverse patient effects were reported.